Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ injector luer n35c leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of 515540-zat. Fluids leaked from the connection of injector luer lock when the infusion set was used. Use of the product was discontinued.

Event description:
It was reported while using bd phaseal¿ injector luer n35c leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of 515540-zat. Fluids leaked from the connection of injector luer lock when the infusion set was used. Use of the product was discontinued.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-aug-2023. H6: investigation summary: one sample received by our quality team for investigation. Through visual evaluation, the infusion set was observed connected to the injector and a connector. Further evaluation was performed, leakage was observed from the oslure rock connector. This is not a bd product. Based on the teams investigation, possible root cause is due to the molding process of the connector. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.